Event description:
Information from medical records rec'd for review: on (B)(6) 2007 - open repair of complex incarcerated ventral incisional hernia w/bard composix kugel mesh. During procedure surgeon noted small burn was made in serosa of small intestine; this was reinforced with a figure-eight 3-0 vicryl sutures. Two 1/2 months post-implant, pt noted draining cavity from hernia surgical scar. Pt taken to operating room for wound debridement. After debridement, it was documented that wound was healing nicely. On (B)(6) 2007 - explant of infected mesh and implant of alloderm mesh. Pt discharged to home with wound vac and care instructions.

Manufacturer narrative:
Davol has rec'd additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information rec'd. The information provided indicates that the pt developed and was treated for an infection/abscess. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection however, may require removal of the prosthesis." To note, one factor in this event may be the serosal burn/enterotomy which occurred at the time of the mesh implant procedure on (B)(6) 2007, however, it is unk whether or not the device may have caused or contributed to the event. No conclusion can be drawn at this time.